Manufacturer narrative:
The device remains implanted. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on clinical data and literature, melody stent fractures are a known phenomenon. Prominent mechanical stresses on the outflow tract stent, such as compression between the anterior chest wall and heart, appear to be associated with an increased risk of stent fracture. In this case, there is insufficient information to determine a true root cause to the reported type 1 stent fractures. (B)(4).

Event description:
Medtronic received information that during follow-ups between six and 61 months post-implant, this transcatheter pulmonary valve was found to have six or seven possible type 1 stent fractures. There was no loss of device integrity. There was no treatment or intervention required, and no adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.